Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot and no non-conformances were identified.

Event description:
It was reported that during a laparoscopic cholecystectomy, the clips would close but would slip off the vessel. The physician added more clips until the case was completed with the device. There were no adverse patient consequences.